Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic with an occasional feeling that their heart was racing. Upon interrogation, the right atrial lead exhibited noise oversensing that led to inappropriate automatic mode switch. The oversensing also induced pacemaker-mediated tachycardia episodes. Programming changes were made. The patient was in stable condition.